Event description:
It was reported that a right atrial (ra) lead integrity alert (lia) was triggered for high impedance. In addition, the ra lead exhibited intermittent capture and noise was noted on an electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.